Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt) above the programmed shock zone. Technical services (ts) was consulted and provided programming recommendations. Besides the inappropriate therapy, no other adverse patient effects were reported. This crt-d remains in service.